Event description:
It was reported that the cassette was leaking during priming from the area where the tubing was attached to the cassette. When the customer opened the door to change the supplies, the cassettes appeared to be puffy while it was leaking. The customer stated that there is nothing unusual with the supplies other than the leaking. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any issues. Leak, clear passage, and clamp function testing were performed with no issues noted. A simulated therapy was performed in which the device was used with a homechoice, and no issues were identified. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.